Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event of device breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left tibial cutting block was damaged in case. Resident pined tibial cutting block with pin and started the drilling at an angle. This stripped the pin and jammed it in one of the pin holes located on the cutting block. This added roughly 2-3 minutes to the case. They were unable to remove the pin from the cutting block after the cut had been made. They were eventually able to twist the block and pin out of the patient. An insert handle and insert were damaged in the case. The surgeon made a clean up cut with insert and handle in place. Both the insert and insert handle were reported to be broken.